Event description:
It was reported that a blade detachment occurred. The target lesion was located in a fistula of the left arm. A 7.00mm/2.0cm/135cm peripheral cutting balloon® was selected for use and the stenosis was successfully treated with the device. Upon removal of the 7fr sheath after completion of the procedure, it was noted that a small blade from the cutting balloon was stuck in the distal end of the sheath. No patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).